Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel/replace belt messages without prior gel release) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, connector j702 was damaged and not making proper contact with the distribution node pca. The cause of the failures was the damaged j702 connector. The root cause of the damaged connection was unable to be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was causing 'add gel/replace belt messages' without a prior gel release.